Event description:
Patient needed to have a urine sample collected. The rn attached the syringe to the needless port for retrieval. Upon removal the of the syringe, the needless port dislodged and removed from the catheter, exposing the foley system and compromising the integrity. A new catheter was placed. The dislodged port was put back into place by the end user and was discarded. Manufacturer response for urinary catheter system, (brand not provided) (per site reporter).